Manufacturer narrative:
This is an initial report and the product has not yet been received for evaluation. Should the device be returned, the device evaluation data will be included in a follow-up report. Customer contacted: feb 13, 21, 22, 23 and mar 07. So far, the customer has been unable to provide additional information, specifically device s/n or attending physician.

Event description:
The customer reported that during a patient procedure, using a bladderscan bvi9400, the device was reading inaccurately (about 100ml) on the same patient over multiple uses. The patient was eventually catheterized and 800ml came out. No delay in the procedure or use of a back-up device was reported. The patient was alleged to have suffered acute renal failure due to the inaccurate readings.